Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the handle was inserted into a representative charger running v16 software to charge and eventually, the charging light emitting diode (led) changed to flashing red. The handle was removed from the charger but it did not initialize and the battery data was taken from the handle and it was noted that the charge fet (cfet) safety alert was tripped. It was reported that the power pack was not adequately charged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on a laparoscopic gastrectomy, the charger flashed red immediately when the reported han dle was inserted, the handle was removed from the charger and waited for startup and would not power up at all. The sales representative brought a handle, which was the sales demonstration device, when the charger in the hospital was used, it could be charged without any problems, and it was confirmed that the device started up, so it was judged that there were no problems with the charger. Another power handle was used to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident is that the cfet permanent failure was cleared from the sbs data stored in the battery using texas instruments bq evaluation software version 0.9.92. The handle was then placed on a charger and was able to charge without any issues. The cfet failure could not be replicated.